Event description:
Information from (B)(6) clinical database. Treatment of an aneurysm. During the procedure, it was reported that multiple pipelines were implanted in the patient without any difficulties. Multiple micro wires were also used to cross back the aneurysm. The last pipeline deployed proximally, but it had difficulty opening distally. The physician decided to try to retrieve the pipeline, but without success and it remained in the patient with distal end still un-opened. The patient had a sub-arachnoid hemorrhage (sah) and ruptured aneurysm less than a day post procedure. A ventriculostomy was placed in the patient and the intracranial (ia) corpus callosum lipoma (ccl) vertebral was sacrificed. There were many other complications and patient is still on a vent and a percutaneous endoscopic gastrostomy (peg) tube. Patient remains largely non-responsive.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. These are the other three pipelines that were used in the procedure: model#: fa-71500-30 (x2); lot#: not reported. Model#: fa-71500-35; lot#: not reported. (B)(4).